Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported having had an unspecified infection and diverticulitis for the previous 4 days and was hospitalized during a call to customer support for a separate issue. In an additional follow-up call, the patient¿s pd nurse confirmed the patient was initially hospitalized on (B)(6) 2022 with symptoms of abdominal pain. The nurse stated the patient was admitted with a diagnosis of diverticulitis. However, while hospitalized, the patient had a pd culture obtained but the patient was reportedly discharged prior to the culture resulting with growth of the bacteria staphylococcus epidermis. Subsequently, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and was initiated on intra-peritoneal (ip) antibiotic therapy with cefepime 2 grams daily on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd treatment with the same cycler without any further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange as the patient reportedly connected and disconnected with bare hands.

Manufacturer narrative:
Upon review of uf/importer report 3008730267-2022-00102 it was determined the event is a duplicate of uf/importer report 3008730267-2022-00103, therefore no further updates will be made on 3008730267-2022-00102.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported having had an unspecified infection and diverticulitis for the previous 4 days and was hospitalized during a call to customer support for a separate issue. In an additional follow-up call, the patient¿s pd nurse confirmed the patient was initially hospitalized on (B)(6) 2022 with symptoms of abdominal pain. The nurse stated the patient was admitted with a diagnosis of diverticulitis. However, while hospitalized, the patient had a pd culture obtained but the patient was reportedly discharged prior to the culture resulting with growth of the bacteria staphylococcus epidermis. Subsequently, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and was initiated on intra-peritoneal (ip) antibiotic therapy with cefepime 2 grams daily on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd treatment with the same cycler without any further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange as the patient reportedly connected and disconnected with bare hands.